Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The gripper broke upon inital trial insertion. The instrument is broken at the tip where the impactor handle is inserted into the trial.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. Misuse and/or heavy usage may be contributing factors. The date code a0909 indicates the instrument was manufactured in september of 2009 and is going on 6 years old. A two-year search of the complaint database found no prior reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. Misuse and/or heavy usage may be contributing factors. The date code a0909 indicates the instrument was manufactured in september of 2009 and is going on 6 years old. A two-year search of the complaint database found no prior reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.